Event description:
It was reported a patient experienced peritonitis. On the same date, the patient was hospitalized for this event. However, the treatment was not reported. The patient was discharged from the hospital after one day. The patient had not recovered at the time of the report. Pd therapy was ongoing. No additional information is available. This is report 1 of 3 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13f26056 and h13f05035. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).